Manufacturer narrative:
Additional information: d8, d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. A video was also provided. Visual inspection noted that the returned device had a deformed clamping mechanism and damage to the cutting edge of the knife blade due to an obstruction. It was reported that staples were missing from the staple line after firing, a component disengaged from the device into the surgical cavity, the staples did not form as expected, and the jaws of the device remained closed on tissue after firing. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. Deformed anvil clamping mechanism can occur if device was fired over tissue that is beyond the recommended thickness range or fired with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly, and tissue may not be fully transected. Damaged knife blade can occur if an obstacle was incorporated in the jaws during application. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: pre-operative radiotherapy may result in changes to tissue. These changes may cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. Ensure that no obstructions (such as clips) are incorporated in the instrument jaws. Firing over an obstruction may result in incomplete cutting action or improperly formed staples. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy, on the firing of the second reload, the stapler got stuck on the tissue. The knife was not retreating resulting in poor staple line. The staple line was also incomplete centrally. Oversewing using sutures was done to fix the staple line, and the instrument that was locked on tissue was removed by using excessive force. It was also reported that there was poor staple formation and staples fell into the cavity of the patient that were retrieved using a grasper. The surgical time was extended by more than 30 minutes, and there was blood loss of more than 500cc due to the product problem.